Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was administered 7000 units of heparin prior to gaining access to the right side. The transseptal (tsp) crossing was normal and a non bsc wire was placed in the left atrium. The tsp sheath was removed watchman® access system (was) was advanced. The dilator and wire were then removed and a pigtail catheter was advanced through the was and positioned in the laa. They assessed the anatomy which confirmed what they saw on the transesophageal echocardiogram (tee). A 21mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed in the laa. As they were assessing for release criteria, the echo-cardiographer noted a thrombus on the tip of the was. They attempted to aspirate through the was. An additional 2000 units of heparin was administered. The patient¿s activated clotting time (act) upon implant was 292sec. There was agreement that the closure device met the criteria required so it was therefore released. The core wire and the delivery system were pulled back into the was. The physician continued to aspirate as they came back from the left side over to the right side of the heart. To the best of their visibility, the clot was still on the end of the access sheath when they crossed from left side to right side. Once the was was removed from the patient, there was no thombus visualized on the back table. They closed the patient and transferred her to post-op. After extubating and regaining consciousness, the patient was assessed for any impairment and went through a stroke assessment which revealed everything was negative. There were no further complications. The patient recovered fine.